Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 3.0 x 38 mm xience prime is being filed under a separate medwatch MFR number. There was no reported product deficiency. The reported patient effect of restenosis, as listed in the xience v instructions for use, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that due to restenosis of two non-abbott bare metal stents on (B)(6) 2009, one xience v 3.0 x 12 mm and one xience prime 3.0 x 38 mm stent was implanted in the left anterior descending artery. On (B)(6) 2010, the patient was hospitalized for a routine percutaneous transluminal coronary angioplasty (ptca). The ptca showed a 60% restenosis at the 3.0 x 12 mm stent and a 90-95% focal restenosis in the 3.0 x 38 mm stent. Revascularization angioplasty was performed with non-abbott drug eluting balloons. The patient's condition resolved. There was no reported adverse patient sequela. There was no additional information was provided.